Event description:
The patient had been complaining of return symptoms at multiple refill intervals, so the hcp had slowly decreased the refill interval to every month. This had eliminated most of the episodes until this month when the patient reported increased tone, restlessness, and minor spasms. The pump was emptied of drug with the estimated reservoir volume being 12cc and the actual reservoir volume 14.3cc. The pump was refilled with drug, but this did not return control of symptoms. The patient's oral baclofen was increased in order to control the withdrawal. A rotor study was done that demonstrated rotor movement of 60 degrees instead of the expected 90 degrees. No catheter tests have been done. A follow up report will be sent when additional information is received.